Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and a missing address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump two or three times in a row. He stated that he changed the site and that would resolve the issue for five or ten minutes only. He stated that he felt the issue was with the insulin pump. Customer declined troubleshooting for the issue and was treating with manual injections. The blood glucose reading was 348 mg/dl. Nothing further was reported.